Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It is reported that following a carotid artery stenting procedure, restenosis occurred. The target lesion was located in the ostium of the right internal carotid artery with 70% stenosis and was 15 mm long with a 5 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 0%. The pt was discharged 2 days later. Four hundred twenty eight days post index procedure, the pt was seen for a 12-month follow-up visit. Stroke scale was not performed at this time. The pt had a required 12-month ultrasound and that noted 80% target lesion stenosis (ostium of the right internal carotid artery/ segment 6). There has been no treatment performed at the time of this report.